Event description:
It was reported that a clip from a lead anchoring kit would not clamp down properly during an implant procedure for a deep brain stimulation lead (model # 3389s-40, lot # va00k07). This was noted during the procedure, and a lead anchoring kit from another lead was substituted. Implant was completed without any further issue.

Manufacturer narrative:
Product ID 924256, lot# 082207412a, product type accessory. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the stimloc clip found no anomaly. A load of 0.5 lbs of force was put on the lead with it properly installed in the stimloc base and the lead did not move.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.